Event description:
Pt underwent hip procedure on (B)(6), 2009. Revision surgery was performed on the same day, (B)(6), 2009, due to immediate post operative dislocation. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was rec'd. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report filed (B)(4), 2011.